Manufacturer narrative:
(B)(4). A clamp being left open on an unused line is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During troubleshooting, it was discovered that an unused supply line clamp was left open. The technical services representative reviewed proper procedures with the patient. The patient would complete therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.